Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to performance decrement subsequent to sustaining a head trauma. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient experienced non-auditory stimulation and pain with device use. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved.